Event description:
The customer reported that the alarm has power but the volume will not increase when selected. There was no visible damage to the outside of the alarm case. There was no patient injury. Inspection of the product found that the alarm powers on but there is no sound when the volume is increased at any volume level setting.

Manufacturer narrative:
(B)(4). Results: evaluation of the product found that the alarm does power on however, there is no sound when the volume is increased at any volume level setting. The alarm case has damage by the battery compartment. Note: posey instructions for use has a warning statement "if the unit is subjected to severe mechanical shock such as dropping the unit, or is submerged in liquid, the unit may stop functioning as designed." (B)(4).